Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. On (B)(6) 2023, rep reported the patient came in for an explant/ implant of the lumbar system. No complications during surgery. Therapy restored post op. No product will be returning due to facility policy. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05104 it was reported that patient's thoracic ipg was inoperable and had not been charged in several years. Ipg was unable to communicate with external devices. Prior to the thoracic system becoming inoperable, it was only providing rib stimulation. Pain pattern is low back, bilateral legs to knees. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post op.